Event description:
It was reported that during an electrophysiology procedure the right ventricular (rv) lead impedance dropped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.